Event description:
It was reported to philips that the backup battery was discharged. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty backup battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the backup battery. The backup battery was replaced to resolve the reported issue and device remains at the customer site and no further evaluation is required at this time.